Event description:
There were five attempts to place a peripheral IV catheter by 4 nurses. First attempt by an orientee, second attempt by newer nurse, third and fourth by a nursing coordinator, and a fifth attempt by the nurse manager. One of the catheters was retrieved for biomedical analysis. This is one event of over 28 incidents in which this brand and model of (peripheral IV) piv catheter has presented difficulty during insertion. No previous medwatch was reported. The biomedical engineer informed users that all failed piv catheters should be sent to them for reporting. The biomedical engineer has recieved 25 of these catheters in the last week that have failed start attempts.====================== health professional's impression======================unknown as to why these are difficult to start. These are newly introduced piv catheters and manufacturer in-servicing was followed. All skill sets from new nurses to trained vascular access specialists have had start failures. There have been over 28 unusual occurrence reports on this catheter in the last twelve months involving over 60 start attempts.====================== manufacturer response for safety IV catheter, introcan safety======================we will gather up all failed catheters and send them to the manufacturer for analysis and evaluation.